Event description:
This case occurred outside of the us, in (B)(6). According to the received information, the patient was injected with 1 ml of teosyal rha 3 in the lips on (B)(6) 2019. The patient experienced the following symptoms: swelling of moderate intensity in the upper and pressure sensation the same day. Swelling of severe intensity in the lips on (B)(6) 2019. Hard lump on the upper right lip from 09 to (B)(6) 2019. Soft lump on the wide side of the upper lip from (B)(6) 2019 to nowadays. Dry and cracked lips, inflamed corners from (B)(6) 2020 to nowadays. She also reported that sometimes her lips could be chapped until they bleed and the regular inflamed corners could be hard to heal. The patient has never been medically treated and only used cicaplast cream and vaseline every day. Before the rha 3 injection, the patient already had reddish colour of the corner of the mouth. The patient declared there is the possibility that at the time of the treatment she had an incipient inflamed corner of the mouth. On (B)(6) 2021, a medical expert was contacted to give a diagnosis of the reaction and provide treatment recommendations. He recommended first to inject hyaluronidase and prescribe antibiotics, and perform a second hyaluronidase injection if the symptoms improve.

Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Symptoms can be fully and quickly resolved with appropriate medical treatment. The risk of such reaction is mentioned in the instructions for use of teosyal products.